Event description:
It has been reported to philips that touchscreen is not responding correctly, will not retain calibration.

Event description:
It has been reported to philips that touchscreen is not responding correctly, will not retain calibration.